Event description:
Gold plated eeg electrodes ordered from mvap resulted in purulent head sores on 3 patients after only 3 days of video eeg monitoring. We have never encountered the problem with electrodes purchased elsewhere. Patients required topical treatment.